Event description:
Ruptured silicone breast implants confirmed in cat scan (B)(6), my primary care missed it. Which resulted in all but the graves diagnosed in 2018. But believe ruptures started with my thyroid diagnoses since the above date ; graves disease, lbs-c, aggressive disc disease in both cervical and lumbar, spinal stenosis in neck and back, carpal tunnel severe in both hands, fibromyalgia, interstitial cystitis, pelvic floor diagnosis, cognitive, vertigo, skin sores on right side of implant that was not intact at explant, left was intact but was ruptured as well. Breathing issues with pulmonary nodules & blurred vision, severe chronic pain, chronic fatigue syndrome. Have been under the care of 5 specialists for the last 2 years.